Manufacturer narrative:
(B)(4): this is a follow-up report to report # 1218950-2014-05138. The FDA registration number initially chosen was incorrect.

Event description:
The customer reported that ECG measurement signals were not being acquired via the m1663a ECG trunk cable. No patient incident/injury was reported.